Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) experienced an abrupt onset of ventricular tachycardia (vt). Anti-tachycardia pacing (atp) was delivered, was ineffective, and accelerated the rhythm into the ventricular fibrillation (vf) zone. A single shock was delivered which converted the arrythmia. It was noted this had occurred several times in the past after the patient missed a dose of their beta blocker. Technical services (ts) confirmed lead diagnostics and shock impedance were in range. Ts recommended ensuring the patient was taking their medication and discussed reprogramming options. This ICD remains in service. No additional adverse patient effects were reported.